Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform functional tests including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. Insulin pump had a cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported that she was being discharged from the hospital for her back surgery and received a motor error alarm during basal. Customer also reported hospitalization due to high blood glucose readings of 360 mg/dl. Customer stated that the insulin pump was exposed to a high magnetic field. Customer was unable to complete the rewind sequence. No further information reported.